Event description:
It is reported that a customer experienced low blood glucose of 50 mg/dl. The customer was informed that there could be many reasons for low blood glucose. The customer states insulin continues to drip after motor stops during the manual prime process. The customer reports insulin continues to drip after letting go of the act button during the prime process. The leak was said to be from between the piston and the reservoir stopper. The customer did not have a back-up plan or extra sets to finish trouble shooting at the time of the call. The customer was advised that there will be new sets shipped to them and to call back the help line to finish trouble shooting when they receive them. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.